Manufacturer narrative:
Root cause: the raw material scalpel contained within the finished good convenience kit is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request (scar) was issued to (B)(4). In its response, (B)(4) stated, from the image, it is confirmed the blade is protruding through its packet. The scalpels are held in place by the raised pin at the bottom of the packet and then sealed. (B)(4) identified possible root cause is damage during transit. This could be confirmed by examination of the outer shelf box. Corrective action: in its scar response, (B)(4) indicated a corrective action is not being taken at this time. Investigation summary: an internal complaint (call (B)(4)) was received regarding a vein procedure pack (finished good 89-7983) with a blade protruding through shell packaging and cutting the end user when opening the tray. The actual sample was not returned to deroyal for evaluation. However, a photo was received, and the photo confirmed the blade of a scalpel was protruding from the package. A finished good lot number was not provided. Therefore, the work order could not be reviewed for discrepancies that may have contributed to the reported issue. The bill of materials (bom) for finished good 89-7983 was reviewed and raw material d6503 (disposable scalpel) was identified to be contained within the finished good. A raw material lot number (6561603) was provided by the reporting customer, and it was confirmed the supplier of the reported raw material lot was (B)(4). A supplier corrective action request (scar) was issued to (B)(4). As of the date of this report, a response has not been received. The scar and supplier notification letter (snl) logs for 2014 to present were reviewed for similar complaints. No reported issues were found for raw material d6503. A production change was completed december 28, 2012 (engineering change order (B)(4)) to remove raw material number 5-3198 scalpel stainless steel #11 and add raw material d6503 disposable scalpel. Deroyal will continue to monitor post market feedback and will recognize in the future if the issue recurs. Preventive action: in its scar response, (B)(4) indicated a preventive action is not being taken at this time.

Event description:
Blade is protruding through the shell packaging in the tray and cutting users when opening the tray.

Manufacturer narrative:
Investigation summary: an internal complaint (call (B)(4)) was received regarding a vein procedure pack (finished good 89-7983) with a blade protruding through shell packaging and cutting the end user when opening the tray. The actual sample was not returned to deroyal for evaluation. However, a photo was received, and the photo confirmed the blade of a scalpel was protruding from the package. A finished good lot number was not provided. Therefore, the work order could not be reviewed for discrepancies that may have contributed to the reported issue. The bill of materials (bom) for finished good 89-7983 was reviewed and raw material d6503 (disposable scalpel) was identified to be contained within the finished good. A raw material lot number (6561603) was provided by the reporting customer, and it was confirmed the supplier of the reported raw material lot was swann-mortan. A supplier corrective action request (scar) was issued to swann-mortan. As of the date of this report, a response has not been received. The scar and supplier notification letter (snl) logs for 2014 to present were reviewed for similar complaints. No reported issues were found for raw material d6503. The investigation is ongoing at this time. When new and critical information is received this report will be updated.

Event description:
Blade is protruding through the shell packaging in the tray and cutting users when opening the tray.